Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although anticipated, the device has not been returned. A device evaluated is not available; therefore, the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed nine days prior. According to the complainant, the locking adapter button cracked. This was noticed on original date. The device was replaced with another corflow cubby low profile gastrostomy device. There were no patient complications reported as a results of this event. The patient's condition at the conclusion of the procedure was reported to be "good".